Manufacturer narrative:
Field service engineer was called to change a 50 amp fuse which had blown in this units generator. Fse replaced the fuse and verified proper operation per service checklist. Unit passed checkout procedures and was returned to full service by the customer.

Event description:
(B)(4) 2007: customer reports during patient procedure, the fluoro failed. Patient was moved to another room and procedure was completed. Procedure being performed and patient gender/age were not made available by the customer. There was no report of injury.